Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. It was noted upon inspection that the returned unit did not meet all specific functional tests. The unit was received with the lock having both rotational and lateral movement and also hard to lock. Additionally there was a residue buildup. New component was added to replace worn internal parts. The skull clamp base was cracked and the base replaced. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
The user facility returned the a1059 mayfield modified skull clamp for service and repair because the device had rotational and lateral movement.